Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was reading inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. On an unknown date/time, the patient claimed she tested on the subject meter and observed a reading of "350-400 mg/dl." The patient reported that she is using an insulin pump to manage her diabetes and would administer insulin based on the results. After she gave herself insulin at an unknown date/time she claimed she developed symptoms of "lethargy, fuzziness and tingling in the lips" which she associated with low blood glucose. She did not report checking her blood glucose level at this time. She stated she self-treated with glucose tablets to bring her blood glucose back up. No other device was used. The patient reported that she could not recall the date/time that the issue/treatment took place and stated the problem is "intermittent." At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct and the subject test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to an adverse event since the patient symptoms did not correlate with lfs's definition suggestive of a serious injury and she did not administer inappropriate self treatment. Although product analysis has received and tested the subject device and have found no deficiency, this complaint is being reported as a malfunction because the patient administered insulin based on the meter result; her blood glucose dropped low, requiring her to self treat with glucose.

Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(4), 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the reported issue was unfounded during investigation. However, unrelated to the issue, the top tape on the test strips were peeling (typically from meter insertion) . If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.